Event description:
When "cut" button on a peak plasmablade was pushed, the "coag" function was activated and vice-versa. The function was ok, only that the buttons on the device gave the wrong response. No patient symptoms/injuries related to this event.

Event description:
When "cut" button on a peak plasmablade was pushed, the "coag" function was activated and vice-versa. The function was ok, only that the buttons on the device gave the wrong response. No patient symptoms/injuries related to this event.

Manufacturer narrative:
(B)(6). (B)(4). Eval, method, results and conclusion: not sure if products are available for return and evaluation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) evaluation process: unit received in poor condition with one handpiece. Internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Error log: 11 e1 (both handpiece buttons pushed simultaneously), 11 e3 (patient return electrode has poor connection), 2 e9 (monopolar output activated without patient return electrode), 15 e11 (patient return electrode disconnected). All error codes are normal use errors. Unit was evaluated for proper function of handpiece buttons using both test fixtures and supplied handpiece. The unit functioned as designed both "cut" and "coag" buttons operated their respective functions with no crossover. Root cause: unable to reproduce reported problem in service department: unit functions correctly with both text fixtures and returned handpiece. (B)(4).